Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12mm synergy xd drug-eluting stent was selected for treatment. However, the stent came off of the balloon before placing in the patient's body. The procedure was completed with another of same device, and patient was in good condition and remained stable.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12mm synergy xd drug-eluting stent was selected for treatment. However, the stent came off of the balloon before placing in the patient's body. The procedure was completed with another of same device, and patient was in good condition and remained stable.